Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. The reporter stated that there was no delay in the procedure due to the event. The reporter stated that the same device was used to complete the surgery without ill effect to the patient. The device emitted sound only, however was able to be used to complete the surgery. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. The reporter stated that the event occurred during an unspecified surgical procedure. The reporter stated that there was an unusual sound like ¿gala-gala¿ which was emitted from the handpiece, when the device was being used. The reporter noted that when they inspected the handpiece, there seemed to be no problem, and that probably the handpiece was turned on while the attachment was not connected properly, and this led to the strange ¿gala-gala¿ sound. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to strain/wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the housing was cracked, and the trigger was broken, blocked and jammed on the battery handpiece device. It was noted in the service order ¿abnormal noise.¿ this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.